Event description:
(B)(4). I have reoccurring rashes on my vagina, buttocks, back and between my legs. I have severe pain near my fallopian tubes, during sex, certain moments cause pain. Severe headaches, weight gain, bloating, accumulated fluids. Also depression.